Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced a skin reaction with scar, drainage and infection under entire patch area, which occurred 3 day after the sensor had been inserted in the upper buttocks. The reaction was treated with a prescription of an oral flucloxacillin antibiotic. The area was cleaned with alcohol wipes and applied 3m barrier before placing the sensor on the body. No additional event or patient information is available.